Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's global technical service center to report the supply bag fell and became disconnected while on the homechoice (hc) during dwell 1 of 3. The technical service representative assisted the caregiver (cg) with ending therapy early procedure. The cg to start over with new supplies. On (B)(6) 2010, product surveillance spoke with the caregiver regarding the disconnection. The caregiver stated that the bag was not completely flat on the bed stand. The bag had fallen off the back of the bed stand and separated from the patient line. The caregiver stated that it was a yellow bag, but he does not recall the lot number, nor does he have a companion sample. The caregiver stated that they discarded the supplies and they started over with new. There was no medical intervention or patient injury associated with this report.

Manufacturer narrative:
(B)(4). This complaint for a supply bag disconnecting was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. The root cause was undetermined. This review found the labeling adequate for the user error in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.